Manufacturer narrative:
H.6. Investigation summary: batch history analysis (DHR), maintenance records and quality notificationswere reviewed and no non conformances were verified related with batch complaint and defect. One sample was received for evaluation. Investigation of the sample confirms the complaint for the defect and helped determine the probable root cause. We inform that the current controls to detect the incident are done by visual inspection in the process of packing of needles every 02 hours in 40 parts sample size, and also in the process of assembly of needles every 02 hours in 50 parts sample size. In the process of needle packing and inspection performed by the operators follow according to control plan. This inspection is visual and recorded so that the status of the batch can be defined, whether it is approved or not approved for the foreign matter. We emphasize that the employees wear coats and caps in the manufacturing process, and the caps were extended to other areas adjacent to the factory. The place where the assembly process occurs is isolated from the external environment to prevent foreign matter from reaching the product. The whole process is monitored so that its performance and effectiveness of preventive and corrective actions can be measured. Conclusion: the foreign matter occurred due to dirt which accumulated in the packaging machine. The friction of parts while in movement can cause dirt to concentrate in the corners. H3 other text .

Event description:
It has been reported that the bd¿ precisionglide¿ needle has been found containing foreign matter before use. The following has been provided by the initial reporter: 40x12 needle that has dirt spots inside the packages.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ precisionglide¿ needle has been found containing foreign matter before use. The following has been provided by the initial reporter: 40x12 needle that has dirt spots inside the packages.